Event description:
On 04/02/2009 - customer reported that fluoro was not available intermittently during a procedure and x-ray pictures could not be taken. The patient was moved to another room to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
Field service engineer troubleshoot the intermittent control of the footswitch per service manual and replaced the x-ray footswitch assembly. The field service engineer verified proper control of fluoro, rad shot, and mag selections to the customer's satisfaction. The field service engineer verified proper operation per manufacturing specifications using the service manual. The system was returned to full service.